Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is name, phone, email, occupation. A getinge field service engineer (fse) was dispatched to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not calibrate the low pressure helium tank transducer. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The iabp unit was removed from the customer's facility. Repairs were carried out at the getinge workshop by the getinge field service engineer (fse). The fse replaced the helium reservoir assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse confirmed that the iabp would be returned to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is (B)(6) employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
N/a.